Manufacturer narrative:
Pump received with no(act) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents,restart error test, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test or verify excessive no delivery alarm due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 155mg/dl at the time of incident. Troubleshooting found that inside of the pump battery compartment is missing pieces and is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.